Event description:
It was reported that the right atrial and right ventricular lead were dislodged. A chest x-ray and fluoroscopy confirmed the dislodgement. The patient experienced multiple episodes of inappropriate shock therapy due to the lead dislodgement. The right ventricular lead was capped and replaced; the right atrial lead was explanted and replaced on (B)(6) 2017. The patient tolerated the procedure well and was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicates that the patient had a history of chronic slightly elevated thresholds on the right atrial and right ventricle leads. The physician found these thresholds to be acceptable.